Event description:
Customer reported device producing erratic results (in the 50s, in the 80s mg/dl, & 350 mg/dl). Controls were in range. Customer stated symptoms of low blood glucose. Spouse treated customer with kyros syrup. Customer's device = 100 mg/dl. Paramedics were called & their device = 27 mg/dl fifteen minutes later. Fifteen minutes later, customer's device = 250 mg/dl. Paramedics observed customer, however, no treatment was administered. A request was made for return product and replacement product was sent.